Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose. The customer¿s blood glucose level was 40 mg/dl then it was treated and it was 50 mg/dl. Customer¿s other relevant blood glucose levels were was over 400 mg/dl. Customer stopped treatment after blood glucose level was 400 mg/dl. The customer experienced symptom such as nausea. Customer treated their high blood glucose with bolus. Customer stated that the insulin pump had rejected new battery. Customer declined for high blood glucose troubleshooting. The insulin pump will not be returned for analysis.